Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, around 0-25% of the shell is missing, red particles in shell, weight within specification, flat creases. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Additional, changed, and/or corrected data: a.6; b.5; d.9; g.1; h.3; h.6.

Event description:
Healthcare professional additionally reported double capsule.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformity and rupture.

Event description:
Healthcare professional reported left side deformity and rupture. The device has been explanted.